Manufacturer narrative:
H.6. Investigation: five photos and one loose 5ml syringe were received and evaluated. It was observed there were two small indentations present on the bottom of the barrel near the collar and the tip was bent. The damage was rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use was found "deformed" before use. The following information was provided by the initial reporter, translated from japanese to english: "a part of the syringe was deformed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use was found "deformed" before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a part of the syringe was deformed."